Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's oxygen setting was not available. The device was not in patient use. During the evaluation of the device at third-party service center, "service required" codes were found in the ventilator's downloaded error log. The device's sensor board, oxygen board, board kit and internal battery were needs to be replaced to address the issues. In addition of the above evaluation, the device's whisper cap and inlet filter were needs to be replaced due to preventive maintenance, which was not related to the malfunction/issue.

Event description:
The manufacturer received information alleging a ventilator's oxygen setting was not available. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to the manufacturer.